Manufacturer narrative:
The device could not be returned for evaluation due to airline regulations. However, per the evaluation of the charger (l3000 concomitant device) by engineering, it is suspected that the battery may have failed during the charging cycle going into a thermal run-away event which then would have caused the heat/fire damage to the charger port plate. The service history of the device was reviewed and there was no data found. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: this equipment is designed for use by medical professionals familiar with the instructions for use. Prior to use, read and follow all warnings, precautions and instructions marked on the product and included in this manual. Inspect battery pack for damage prior to use. Do not use damaged battery packs. The battery pack used in this device may present a risk of fire or chemical burn is mistreated. Do not disassemble, heat about 278 degrees f, or incinerate. Precautions: do not drop, as this could damge the battery potentially creating an unsafe condition. Do not immerse battery pack in any liquid or solution. Contact corrosion may occur resulting in "descreased" battery and/or handpiece performance. Do not clean battery "apck" with bleach, chlorine-based detergent, or caustic solutions that contact phenol. Contact corrosion may occur resulting in descreased battery and/or handpiece performance. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that l3000lg hall large lithium battery device was melted due to the battery charger overheating. There was no report of injury to the user and there was no patient involvement as the device was not being used in a procedure. Per engineering review, the most likely cause of this incident was the battery and not the charger. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.